Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #31(type ii bone). Primary stability was achieved. Osseointegration was not achieved. A previous bone graft was performed on (B)(6) 2011 using nuoss 2.0 particulate. The clinician reports the reason for the implant failure was lack of osseointegration. The implant was removed on (B)(6) 2011 due to mobility. Med. History: no significant findings.